Event description:
On (B)(6) 2011, clinical trial patient (B)(6) at (B)(6) hospital was implanted with (B)(4) tibial nail for right tibial fracture. On the following day, x-ray film showed the nail was not correctly positioned. After consulting the patient and his family, a second operation was planned on (B)(6) to adjust the position of the nail, x-ray scan on (B)(6) showed the nail was satisfactorily re-positioned.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn.

Manufacturer narrative:
Device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA.